Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i26038 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis with culture unknown in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, on (B)(6) 2011, it was reported that the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. Dianeal pd4 ambuflex therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and as reported, was recovering from the peritonitis event. Concomitant medications were not reported. Per the consumer, the event of peritonitis with culture unknown was not related to dianeal pd4 ambuflex therapy.